Manufacturer narrative:
The vig 2 monitor was manufactured june 11, 2013 and review of the device history record supports that there were no non-conformances noted for any reason. Examination of the returned suspect monitor was unable to detect any failure of the monitor to perform as expected. Over 36 hours of testing produced expected results. No physical damage was observed during the visual inspection of the monitor. The vig 2 monitor may be reasonably exempted as a contributor to the customer complaint. It is unknown whether procedural processes or a specific circumstance played a role in the reported event, as no fault could be assigned to any of the suspect devices and there was no evidence of any failure of any edwards¿ device to function appropriately. The monitor and cable will be returned to the customer and no further actions will be pursued at this time. We will continue to monitor for trends per procedure.

Manufacturer narrative:
Additional manufacturer narrative: the device is expected to be returned for evaluation; however, it has yet to be received. A supplemental report will be submitted accordingly once the device is evaluated. Of note, two other reports have been submitted for related devices. Please reference report #2015691-2015-01967 and #2015691-2015-01993.

Event description:
It was reported that the cco decreased from 4.0l/min to 1.0l/min over a period of 30 minutes. The expected value was 4.0 - 5.0 l/minute. It is unknown if an alarm or fault message was observed. At the same time, monitor displayed other parameters like ECG and map normally. Ico and svo2 were not measured. When the displayed cco value decreased to 1.0l/minute, measurement had stopped, so there were no patient complications reported.